Manufacturer narrative:
A ge service rep performed an onsite investigation. The footswitch was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when the footswitch of the system was pressed, the x-ray was not exposed. No pt injury was reported.